Manufacturer narrative:
The device in question has been discarded and is unavailable for analysis. No non-conformance were found from review of production records. Vascular perforation or damage is a potential clinical risk associated with the flexcath cross device, which is the same as the risk of a procedure performed with similar, competitive devices.

Event description:
It was reported that during a pulsed field ablation procedure, the amplatz extra stiff guidewire kinked as the integrated dilator/needle was inserted past the level of the patient's skin. The system was removed from the patient. A new guidewire was inserted and the system re-inserted successfully. The transseptal puncture was performed successfully. The case was completed with pulsed field ablation. Three hours postoperatively, the patient complained of pain and the patient's vital signs dropped which included a vagal episode, bradycardia, and hypotension. A computerized tomography (CT) and cardiac computed tomography angiography (cta) were performed and confirmed a right external iliac venous pseudoaneurysm. The retroperitoneal bleed required intervention with blood products and extended the patient's hospitalization. The patient was reported stable throughout. No additional intervention was performed. No further patient complications have been reported as a result of this event. The physician believed the bleed occurred as a result of the first attempt to insert the flexcath cross product during the procedure.